Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their cartridge, infusion set tubing and their infusion set site and the occlusion alarms continued. The customer's blood glucose (bg) level ranged between 200-300's mg/dl. A correction bolus was delivered and a manual injection was administered to address the bg level.